Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic with complaints of weakness and a pounding heart. Upon interrogation, it was observed the pacemaker was in backup vvi mode due to no cyber security update. The device was successfully restored. The patient was stable.